Event description:
It was reported that the pulse generator exhibited intermittent loss of capture. The patient experienced syncope. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited loss of sensing and intermittent output. Marks observed on the pacer can suggests that the device was exposed to electrocautery which could have resulted in the capture and sensing anomalies.